Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered during peritoneal dialysis (pd) patient¿s treatment. The fluid was discovered in the pump module area. The pdrn reported receiving air detected in cassette alarms prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported event occurred during treatment. The pdrn stated they received multiple air detected in cassette alarms during an unknown phases of treatment. Upon checking the cassette door after finishing the treatment there was fluid leaking out all over the door and there was fluid leaking from the external of the cassette. The pdrn confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event. The clinic is scheduled to receive a new cycler. The cassette used by the clinic was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered during peritoneal dialysis (pd) patient¿s treatment. The fluid was discovered in the pump module area. The pdrn reported receiving air detected in cassette alarms prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported event occurred during treatment. The pdrn stated they received multiple air detected in cassette alarms during an unknown phases of treatment. Upon checking the cassette door after finishing the treatment there was fluid leaking out all over the door and there was fluid leaking from the external of the cassette. The pdrn confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event. The clinic is scheduled to receive a new cycler. The cassette used by the clinic was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrections: d4, d10, h6, h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the product delivery search system from this customer regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a fluid leak was discovered during peritoneal dialysis (pd) patient¿s treatment. The fluid was discovered in the pump module area. The pdrn reported receiving air detected in cassette alarms prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported event occurred during treatment. The pdrn stated they received multiple air detected in cassette alarms during an unknown phases of treatment. Upon checking the cassette door after finishing the treatment there was fluid leaking out all over the door and there was fluid leaking from the external of the cassette. The pdrn confirmed that there were no other fluid leaks observed. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event. The clinic is scheduled to receive a new cycler. The cassette used by the clinic was discarded and is not available for return for physical evaluation by the manufacturer.